Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had charging issue. It was noted the ipg tilted at an angle which caused patient to stand while charging. The patient underwent a pocket revision procedure and was doing well postoperatively. Nothing was explanted.